Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that they received a painful 'electric shock' from the sensor on day 4 of use, which she described as feeling like putting her finger in a light socket or touching an electric fence. Immediately after, the receiver displayed a sensor failure. She removed the sensor patch and noticed bleeding coming from the sensor area on her abdomen, which lasted less than a minute. She cleaned it with soap and water and an alcohol swab. At the time of contact the patient as in stable condition; however, the patient had redness and inflammation/irritation at the sensor insertion site. There was no indication of any medical evaluation or treatment. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.